Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. There was no patient injury or death reported.